Manufacturer narrative:
Samples are serum with a gel barrier that were centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results on an alternate method. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely elevated troponin (accutni) results, above the ami cutoff and within the risk stratification range, generated by the access 2 immunoassay system for four patients. Repeat testing on an alternate method resulted in a lower clinical category for three patients. The remaining patient's sample resulted lower within the same clinical category and the difference of the two results was questioned. Results generated by the access 2 analyzer were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.